Manufacturer narrative:
Qc prior to the event was within the established range. Qc was not run after the event. Bci hotline had the customer clean the flowcell, which resolved the problem. As of 01/28/2011, there have been no further calls from the customer regarding this issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to two erroneously elevated carbon dioxide (co2) results generated by synchron cx5 delta clinical system. The results were not reported out of the laboratory. The customer recalibrated the system and the subsequent testing produced lower results. There was no effect to the patients or to the user.